Manufacturer narrative:
The final pump and data log analysis has completed. The data logs show purge pressure changes indicative of a kink in the purge line. The root cause of the pump stoppage was due to the kink. The purge sidearm was also observed to be damaged due to excessive force by the operator. The failure mode will be monitored and trended.

Manufacturer narrative:
Since the initial report was filed, the investigation has completed. The pump and data logs were analyzed. The purge sidearm of the pump was found to be broken, due to excessive force. This breakage allowed for blood ingress into the pump. The ingress caused the pump stop. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the impella 5.5 pump stoppage is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted with pneumonia and shortness of breath. When in the cardiac cath lab the study found him to be suffering from cardiomyopathy and an ef of 20%. The medical team placed an impella 5.5 for hemodynamic support while pending decisions made on heart transplant workup. The impella 5.5 had a pump stop after 4 days. The team explanted the pump and observed biomaterial to be adhered to the pump.